Event description:
Attorney alleges per short form (see attached) that the patient underwent surgery for implant of unspecified bard/davol ventralight st and ventrio st on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleged that the patient passed away and had "injuries, losses suffered prior to death as a result of defendants¿ wrongful conduct. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient¿. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including death and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the plaintiff". No medical records, autopsy report, or death certificate have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventrio st (device #2). An additional supplemental emdr represents the bard/davol ventralight st mesh (device #1). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.